Event description:
It was reported that the patient was admitted for shortness of breath. Rhythm strips with autocapture on show intermit- tent ventricular loss of capture with no apparent backup pulse seen. Thresholds were tested manually, and the ventricular unipolar thresholds varied between 1.75 - 2.0 v at 1.0 ms. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.